Event description:
(B)(4). One of the essure springs migrated out of my fallopian tubes while we were vacationing in disney. Horrible pain, swelling and I ended up in the emergency room. I had to have emergency surgery to remove it. I have been plagued with migraines and at least twice a week I am having a severe rash.

Event description:
#Medwatcher #followup 1 #FDA mw5059111 #(B)(4). I am still having migraines. I have been to my gyn for chronic abdominal and back pain. I go to work, but it hurts more the longer I stay on my feet so I just go to bed or sit on the sofa after work. I use to exercise and play with my family. I do not want to have a hysterectomy, but I want to be myself again.